Event description:
Customer reports that needles broke during a lesion excision procedure. X-rays were utilized to locate and retrieve needle piece. There are no reported adverse consequences to the pt related to this event.